Event description:
Doctor was performing a total thyroidectomy using the harmonic focus shears handpiece when the device became warm and the machine was making an unfamiliar sound. A new handpiece was obtained and the original handpiece was removed from the sterilr field.